Event description:
It was reported that during a da vinci-assisted surgical procedure that a metal piece broke off of the suction irrigator instrument broke and became stuck inside of the 8mm port. The procedure was completed with no reports of patient injury, nor of fragments falling into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.